Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident it was found that the biometric identifier was failed. A field service engineer fse advised the customer to power down the instrument for five minutes and then restart it to test the bio ID functionality again. The customer confirmed that the issue was resolved after the reboot. The system functioned as intended after the field service engineer advised the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.